Event description:
It was reported that a 51-year-old man with a heartmate 3 left ventricular assist device (lvad) developed bronchospasm, profound hypotension, and decreased lvad flow during anesthetic induction for endoscopic sinus surgery. Pre-operatively, transthoracic echocardiogram (tte) demonstrated right ventricular dilation on apical view and septal flattening on the left ventricular short-axis view, consistent with right ventricular pressure and volume overload. One minute after anesthesia induction, mean arterial pressure (map) plummeted from 80 mmhg to approximately 20 mmhg, and lvad output decreased from 3.8 l/min to approximately 1.5 l/min. Endotracheal intubation was performed two minutes after the event, but a peak inspiratory pressure (pip) of 34 cmh2o was required to deliver a tidal volume of 500 ml. Transesophageal echocardiography (tee) was performed to assess cardiac function and demonstrated leftward displacement of the interventricular septum, severe right ventricular dilatation, and reduced left ventricular size. These findings were consistent with severe right heart failure (rhf). Based on the tee findings, treatment was escalated to rhf-directed therapy, including dobutamine at 5 g/kg/min, olprinone, a phosphodiesterase inhibitor, at 0.2 g/kg/min, and inhaled nitric oxide (ino), achieving recovery of blood pressure and lvad flow. Elevated serum tryptase supported the diagnosis of anaphylaxis, and a positive intradermal test identified remimazolam as the cause. The planned surgery was cancelled, and the patient was transferred to the intensive care unit (ICU) for further management. In the ICU, the patient's condition stabilized, allowing for the gradual withdrawal of circulatory support agents; the continuous epinephrine infusion was discontinued 12 hours after ICU admission. Extubation was successful the day after the anaphylactic event, and ino therapy was discontinued two hours after extubation. The patient exhibited no neurological deficits. It was concluded that successful anaphylaxis management in lvad recipients may require rapid recognition and treatment of acute rhf in addition to standard treatment including epinephrine. Ten months after the anaphylactic event, the patient successfully underwent heart transplantation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.